Manufacturer narrative:
The company representative observed that the on/off switch failed to initiate a power up when he tried it. The company representative replaced the power switch (B)(4) and the power supply (B)(4). The unit was tested to factory specification. It functioned normally and was returned to the customer. A review of the service history does not indicated any systemic issues.

Event description:
The customer reported that while the unit was in use on a patient, the unit shutdown by itself and then after it was taken off of the patient, the unit started up by itself. The patient was switched to another unit and therapy was continued. No patient injury was reported.